Event description:
It was reported that shaft break occured. The target lesion was located in the very tortuous circumflex. A 5.00mm x 8mm emerge mr balloon catheter was advanced for dilation. However, it was noticed that the proximal shaft split 15 inches from the hub. The procedure was completed with a different device. There were no patient complications nor injuries were reported.

Event description:
It was reported that shaft break occured. The target lesion was located in the very tortuous circumflex. A 5.00mm x 8mm emerge mr balloon catheter was advanced for dilation. However, it was noticed that the proximal shaft split 15 inches from the hub. The procedure was completed with a different device. There were no patient complications nor injuries were reported. It was further reported that the shaft broke at a portion of the hypotube that was outside the patient's body. The remaining catheter was partially outside of the patient so it was just able to be pulled out.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter with a 3-way stopcock. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 28.4cm from the hub. Microscopic examination revealed that the tip is damaged. The guidewire lumen is stretched 4.6cm from the tip. There is contrast present in the inflation lumen and blood present in the guidewire lumen. Inspection of the remainder of the device presented no other damage or irregularities.